Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2012-00328.

Event description:
The surgeon at the hospital reported to the sales rep, that "he performed a revision surgery on (B)(6) 2011." The reason why the revision surgery was performed is unk.